Event description:
Patient called in reporting confusion during a supply change and difficulty attaching supplies to the pump before filling tubing. Patient reported elevated blood glucose and disclosed administering a long-acting insulin injection the previous night. Agent advised that if long-acting insulin was given within the last 24 hours, patient should consult their healthcare provider before reconnecting the pump, as residual insulin activity could impact safety. Symptoms included elevated blood glucose. Outcomes included temporary interruption of pump therapy without hospitalization or emergency care. Investigation included technical support troubleshooting and user education regarding safe reconnection timing after long-acting insulin administration and confirmation that the pump was subsequently reconnected. Investigation of this case revealed user confusion during supply change with no device alerts or alarms reported. It was concluded that the event was related to use error with cause of hyperglycemia unclear, and that education resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.